Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose over 500 mg/dl associated with an alleged intermittent power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the pump rebooted itself after the battery was changed. The reporter then stated that the pump was working fine after that and would call back if the issue occurred again. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power issue.

Manufacturer narrative:
Date of submission 26-jun-2018. The device has been returned and evaluated by product analysis on 15-jun-2018 with the following findings: during investigation, there were unexplained pump reboots. There was no moisture/corrosion observed in the battery compartment. There was no damage found to the battery compartment or the returned battery cap. The returned battery cap fully attached to the pump and was used to complete a 24 hr duration test. There were no power interruptions duplicated during this time. The returned battery cap contact measurements were within specification. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed and there was no evidence of internal moisture damage to the power circuit found.